Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the survey, 1 patients experienced inadequate wound support which led to open-wound, revision of surgery, and complications. 1 patient experienced delayed wound healing which led to inflammatory granuloma. 2 patients experienced bleeding on a vein suture, essentially on a very fragile tissue.